Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00939. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide resolution. Surgical intervention was undertaken and the lead were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.